Event description:
Left total hip replacement.

Event description:
Revision of left hip replacement femoral osteotomy and fixation

Event description:
Allegedly neck would not disassociate from stem requiring removal of stem. Recurrent dislocation.